Event description:
It was reported following a percutaneous coronary intervention (pci) a 6f angio-seal sts plus was deployed. The puncture site continued to ooze and sandbags were applied. The patient was discharged the next day even though pain was reported in the groin. The patient returned to the hospital 2 days later because of bleeding and a large hematoma. A pseudoaneurysm was diagnosed. The patient underwent a thrombin injection, dose unknown. During an office visit 13 days after the angiogram, the patient's groin was reported as okay.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was not available. Based on the information received the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.